Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 to 500 mg/dl. Customer¿s current blood level was 126 mg/dl. Customer was treated with intravenous drip. Customer was hospitalized due to pneumonia. Customer realized that the insulin pump was missing after going to home. The insulin pump will be returned for analysis.